Event description:
It was reported that the customer inadvertently dropped the pump in the car door and was smashed. The pump touch screen became shattered and unresponsive. Customer's blood glucose (bg) was 350 mg/dl. A manual injection was administered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. The customer reverted to manual injections for insulin therapy.